Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy noted between displayed and expected values. Insulin gauge showed 184 units instead of the expected 240 units, indicating a difference greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and requested an email with resources related to cartridge loading. Customer service instructed the caller to reach out for further troubleshooting if needed, and agreed to send replacement cartridges upon customer request.